Event description:
In 2002 account alleges the hot wire on the exam plus light shorted to the metal frame of the light causing the breaker to kick out. This breaker also controlled power to the ventilator that a pt was hooked up to. Hosp had to bag the pt until the breaker could be reset. No injury resulted. Account stated that the insulation on the wire appears to have been getting nicked by the frame of the lamp and over a period of 10 years, shorted.